Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro xrt implant approximately ten (10) months after placement due to having poor bone, an infection and an immuno-compromised system.